Event description:
My son was using the malem ultimate alarm on the (B)(6) when it overheated and malfunctioned. The alarm did not catch fire, but the part which encloses the two batteries overheated and the back door melted. The alarm got extremely hot and has hurt my boy. It was in the nick of time that I removed the alarm or it could have caused permanent damage. The alarm was placed near his neck and that is what makes it so dangerous. He was hurt very badly and was in a lot of pain. I have since then returned it back to (B)(6) where I purchased it originally. He is receiving treatment for his neck burns from the alarm.